Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed prime during prime test and motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error and compromised force sensor system alarm. The customer¿s blood glucose level was 187 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.